Event description:
Pt with sepsis required central line placement. The catheter was placed without difficulty in the right internal jugular vein. Imaging to confirm placement showed that the entire guidewire had been retained, with the end of the guidewire extending down into the superficial femoral vein. The guidewire was successfully removed in interventional radiology without incident. Understandable, this occurrence involved human factors as experience, skill and attentiveness. However, there are also design issues, in that there is nothing to prevent the guidewire from advancing to this degree. Per literature reports, others have recommended changes in design to rely less on human capability in central line insertion. See for example, lum, et al, profiles in pt safety: misplaced femoral line guidewire. Acad emergency medicine, july 2005, vol 12, no. 7 658 at 661.